Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the needle shield detached and left needle exposed during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: when attempting to screw the needle on the holder, the whole needle slid out of the cap and shield attachment, exposing the entire needle.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle shield detached and left needle exposed during use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: when attempting to screw the needle on the holder, the whole needle slid out of the cap and shield attachment, exposing the entire needle.